Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hypoglycemia. Customer's blood glucose level was 47 mg/dl and 52 mg/dl. Customer declined troubleshooting for low blood glucose. Customer reported that the insulin pump was not in auto mode. The insulin pump will not be returned for analysis.